Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system was explanted due to infection. Massive vegetation was noted on the tricuspid valve. It was also noted the patient had other non-cardiac related health issues. Following the explant procedure the patient was intubated and admitted to the intensive care unit. Approximately one hour after the procedure the patient expired due to loss of blood.